Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 13 mg/dl, 110 mg/dl, 86 mg/dl, lo (less than 10 mg/dl), 112 mg/dl 2) 83 mg/dl, 136 mg/dl, 13 mg/dl, 123 mg/dl, and 115 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.